Event description:
The customer reported that there was an 'overload fault error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.